Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first staple appeared misaligned. The stapler was returned with 37 staples remaining in the cover block. The trigger was not returned engaged. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. On the next attempt, the first staple was able to fire properly. This was repeated two more times with the same result. To simulate skin insertion, the stapler was fired into a simulated skin pad. The next four staples were able to successfully fire into the skin pad. However, the fifth staple fired into the skin pad was unable to form properly. It appeared that the misalignment of the first staple prevented the staples from firing correctly on a consistent basis. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first staple appeared to be misaligned. Upon functional inspection, the staple misalignment prevented the remaining staples from firing correctly. The sample was disassembled and die casting anomalies on the forming tool was discovered. No other defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to further investigate the issue of visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the staple was jamming. A new set was used and there was no injury.

Manufacturer narrative:
Qn#(B)(4). From the pictures provided it was possible to be confirm the failure mode reported as misfire/jamming - staples not firing. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. No additional test was performed. Verification of failure mode reported in the current manufacturing process could not be performed due to product was not being manufactured. The device history review for the product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to the complaint. If the complaint samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the staple was jamming. A new set was used and there was no injury.